Event description:
It was reported that the patient has experienced an increase in seizure intensity following an adjustment to the pulse width of his vns. The patient's normal mode output current was adjusted from 1.75ma and the pulse width was lowered back to 130usec from 250usec at his most recent appointment. Following the adjustment in settings, the patient's family noticed an immediate improvement in the patient's reaction to the stimulation (patient is nonverbal). Per the physician, the cause of the increased seizure intensity was related to adjusting the patient's vns parameters. He believes the change in pulse width led to a tolerability issue, which in turn led to the patient experiencing more seizures. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.